Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer switches itself off. The programmer passed functional testing. It was indicated that the electrocardiogram (ECG) connector was loose and other external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer switches itself off, but can but turned back on after several attempted. The status of the programmer is unknown. No patient complications have been reported as a result of this event.